Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer observed false negative architect b-hcg results. The customer provided data for one pregnant patient, as follows (miu/ml): (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, field data review, design history record review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was performed using an in-house retain kit and all specifications were met indicating the lot is preforming acceptably. An analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis concluded that the medians of patient results are within the established limits for lot 82186ui00. The design history record review did not identify any non-conformances, deviations or potential nonconformances of the lot in question. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect total b-hcg reagent, list 07k78, lot 82186ui00, was identified.

Manufacturer narrative:
Susepct device lot number was added. An evaluation is in-process.